Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the reservoir had air bubbles. The customer's blood glucose level at the time of incident was 118mg/dl. The customer did not have the reservoir to return for analysis. The customer was advised the reservoir would be replaced. The customer was advised to retain supplies for further analysis.